Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had malfunctioned. During the laser lead extraction procedure the patient developed cardiac tamponade. Drains were placed in the right pleural space and the pericardial space. With examination of the lead that had been extracted a significant portion of muscular tissue was on the lead. A perforation of the right ventricle was suspected along with a small pericardial effusion which necessitated an emergent median sternotomy with evacuation of mediastinal hematoma and repair of right ventricular apex. The right ventricular (rv) lead was explanted and an epicardial lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.